Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection potentially from the shunt. The device was explanted and replaced. The patient's current status was alive-no injury.